Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm without any prior low battery alarm. The customer¿s blood glucose level was 80mg/dl at the time of the incident. The customer reported that after receiving battery cap due to battery issues, same issues are occurring. It worked fine for a couple of days once it was replaced, yesterday it asked for another one. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing and no unexpected replace battery now.